Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history. Problem isolated to electronic assemblies. 0.2 u fill cannula was programmed and recorded in device's daily history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Troubleshooting was performed. The alarm recurred and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.